Event description:
It was reported that the device was used during a tram flap procedure. It was reported that eight tim20 medium clip appliers had malfunctions. One of the clip appliers was missing part of its jaw. The other seven were not working correctly. They were either stiff and would not fire or caught on the vessels. They finished the case with the horizon clips. There was no consequence to the pt.